Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had been experiencing low blood glucose, 67 mg/dl. Customer treated her low blood glucose with glucose tablets. Customer's blood glucose at time of call was 163 mg/dl. Customer reported the screen looked like it had an oil slick. Customer wanted to change her basal rates. After troubleshooting, customer was advised to contact her healthcare professionals regarding the low blood glucose. Customer will not be returning the device for analysis.